Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (2g repeat after 5 days; duration not reported) and intraperitoneal gentamycin (20 mg for 21 days; frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient outcome and recovery status were unknown. No additional information is available.